Event description:
The catheter worked directly after the implantation but started to get some minor noise and after appr. 2 hours the icp value got very and ended up showing icp. Tested to change cable and monitor without solving the problem. Changed to a new catheter.